Manufacturer narrative:
During inspection and testing, the coating on the insertion tube was found to be peeled off due to deterioration. The reported issue (leakage from near the camera connection) was confirmed and found to be due to damage caused by external factors. It was also observed there was a leakage from the control section caused by external factors. In addition, service found the bending angle was out of specification due to wear of the angulation wire, the image guide bundle was broken, and the insertion tube was crushed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device exhibited a leakage from near the camera connection. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, it was observed the coating on the insertion tube was peeling off. This report is being submitted for the malfunction found during evaluation of the device (coating peeling off). Additional details were requested regarding the reported event; however, no further information was available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the peeled adhesive was due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.